Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The customer reported false negative results of unknown number of patients with ID now covid-19 assay performed on (B)(6) 2023 with nasal sample. Additional testing with another brand antigen kit was performed on (B)(6) 2023 and generated a positive result. The customer stated that some patients were symptomatic and other asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m217624 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m217624 and test base part number 192-430 / lot m217624. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot m217624 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. H3 other text : device discarded; single-use device.

Event description:
The customer reported few false negative results of unknown number of patients with ID now covid-19 assay performed on (B)(6) 2023 with nasal sample. This MFR. Report addresses result one (1) of two (2). Additional testing with another brand antigen kit was performed on (B)(6) 2023 and generated a positive result. The customer stated that some patients were symptomatic and other asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.a1- patient identifier b5- updated event description and problem. H3 other text : device discarded; single-use device.

Event description:
The customer reported few false negative results of unknown number of patients with ID now covid-19 assay performed on (B)(6) 2023 with nasal sample. This MFR. Report addresses result one (1) of two (2). Additional testing with another brand antigen kit was performed on (B)(6) 2023 and generated a positive result. The customer stated that some patients were symptomatic and other asymptomatic. No additional patient information, including treatment and outcome, was provided.